Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen display has become unreadable. Customer stated that the pixels on the display are "bad." There was no impact to customer's blood glucose level. Reportedly, has back up manual injections for continued insulin therapy.